Manufacturer narrative:
As the meter's sn is not known the date provided is the manufacturer's awareness date. The customer's meter has been requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer reported receiving an error 759 on their pxtra meter, was unable to test and reported experiencing symptoms of dizziness and shakes. Paramedics were reportedly called, oral glucose was administered on scene and the customer was transported to a health care facility. Customer was then diagnosed with hypoglycemia and "given medication (not specified) and then put under hospital observation to stabilize her glucose levels." No additional information or specific medical treatment was provided. There was no report of death or permanent impairment associated with this report.